Manufacturer narrative:
Visual analysis was performed on the returned device. The reported foot separation was confirmed. The reported needle to cuff miss was not confirmed as not all components were returned. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of vascular dissection, hemorrhage and hematoma is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Therefore, a notification letter is not required. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to needle to cuff miss and foot separation include, but are not limited to, a needle deflection occurred during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The deflected needle likely struck the foot plate resulting in the foot separation. However, foot could have separated during removal. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The suture of the first prostyle device was successfully pre-placed at the 10 o'clock position. Reportedly, the suture of the second prostyle device did not fire (suture did not connect with footplate) at the 2 o'clock position. The footplate was retracted (step 4) and the device was removed against mild resistance over the wire. The suture of a third prostyle device was successfully pre-placed at the 12 o'clock position. Hemorrhaging was noted requiring manual pressure and ultimately the sheath upsize to 16f to control the bleeding. The evar procedure was completed. The devices did not close as intended, the knots of the first and third pre-placed prostyle sutures were successfully advanced; however, hemostasis was not achieved. A hematoma was observed and the team processed to do a surgical cutdown. During the surgical cutdown there was common femoral artery wall tear as well as intimal tear and a portion of the footplate from the second prostyle device was found in the artery. Repair of the vessel and hemostasis was achieved with a surgical approach. There was a reported clinically significant delay in the procedure or therapy. Contralateral perclose devices worked without issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6 medical device problem code: 2017 - against resistance.